Event description:
A patient fell to the floor during slider removal. The table rotated unexpectedly.

Manufacturer narrative:
On (B)(6) 2011 two toshiba customer engineers went to the customer site to inspect the table. The table was inspected and tested, and the locks were found to be within specification. The patient was admitted to the hospital because of a motor vehicle accident. The following day after the incident the patient was examined using the same equipment and this time there were additional hospital personnel to help move the patient. At this time we are contacting the hospital for additional information on the patient.